Event description:
The disposable 34 inch zimmer tourniquet was placed on the patient's right thigh for a right total knee arthroplasty. After removing drapes at end of case, the tourniquet cuff was noted to have "rolled over" on itself. There was a skin tear on patient's thigh, which was approximately 1 inch by 1/4 inch. The zimmer representative was notified, who made a report for the company.